Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cable. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3030 did not deliver energy to the hemopro. "Upon testing the hemopro with a wet sponge, there was no activation of the device. They exchanged the hp extension cable (vh-3030), retested and had appropriate activation". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.